Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6947-62 crdm defib lead, implanted: 2012-(B)(6); 5076-52 crdm non-defib lead, implanted: 2011-(B)(6). (B)(4).

Event description:
It was further reported that the clinician suspected the lead may have perforated a vessel.

Manufacturer narrative:
Product event summary:analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that there was unstable thresholds and the lead was unable to capture. Additionally, there was high impedance and a lead fracture was suspected. The lead was explanted and replaced due to lead failure and the patient decompensating from the lack of bi-ventricular pacing. No further patient complications have been reported as a result of this event.